Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device explantation is planned on 16 may 2025.

Event description:
Reportedly, on 17 april 2025, the device is at rrt. Is it a potential premature battery depletion?

Event description:
Reportedly, on (B)(6) 2025, the device is at rrt. Is it a potential premature battery depletion?

Manufacturer narrative:
Please refer to the attached report analysis of the available patient files revealed: an abnormal battery depletion o no overconsumption; the expertise of the returned ICD didn¿t reveal over-consumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Manufacturer narrative:
Please refer to the attached report - analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis revealed 2 clusters were found inside the battery. One of these clusters was in contact with the cathode bridge, and lead to the fast battery depletion. - the battery failure is the root cause of the fast battery depletion.

Event description:
Reportedly, on (B)(6) 2025, the device is at rrt. Is it a potential premature battery depletion?